Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient has an unspecified high cgm reading. The patient had no glucometer to do a fingerstick at home. Despite the cgm reading being high, the insulin pump did not provide the patient sufficient insulin. The patient did have symptoms of vomiting by around 8:00-9:00 am. The sibling tried to help the patient administering insulin via an injection or via the pump however the patient refused assistance. The sibling decided to drive the patient to the ER and they arrived there by 12:00 pm. When they arrived there, they did a fingerstick and it was bg reading of over 600 mg/dl and the patient was diagnosed with dka. The patient was treated with insulin drip. The patient stayed at the ER until 8:00-9:00 pm (B)(6) 2026. At the time of the report the patient was taking speech and operational therapy as the patient has lost his ability to talk, think and walk due to hyperglycemia. At the time of the call, the glucose readings of the patient were still all over the place. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 codes: health effect - clinical code problem code: e0122 movement disorder/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.